Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient was implanted on the left side in (B)(6) 2018 and was scheduled to have his right side done a few weeks prior but the patient had a fever and was sent home. The patient had the right side lead and ins implanted (B)(6) 2018 and the healthcare professional (hcp) turned left side stimulation on that day. On the day of the call the patient complained of right hip pain which prevented him from walking, a black eye, and some dysarthria which the rep could hear in the patient. No trauma, falls, or emi were reported. The rep could not figure out why the patient had a black eye. The rep stated they called to have the neurologist come and reprogram the patient. Once they lowered some settings, the patient reported that the right hip pain was gone and speech was more normal. The issue was resolved at the time of the report. The hcp stated that the initial settings were too high for the patient. The cause of the black eye was not determined.